Event description:
Notified by fmc customer svc of this "blood leak" of the dialyzer. As verified with the reporting health care professional, blood was visible in the dialysate at approximately one minute into the treatment start. The treatment was stopped and the bloodlines clamped, as the blood volume within the dialyzer and venous line were discarded (ebl 150 ml). The treatment was restarted with a another new dialyzer without further complication; the pt remained stable. The pt's hematocrit was also stable prior to the reported leak. There was no medical intervention required. MDR filed due to reported blood loss. Complaint dialyzer had been saved, however since there is no reuse equipment or an area to disinfect/decontaminate the sample it could not be flushed of residual blood, etc. Verified that this report of leak was an isolated incident at this unit.